Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving morphine and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. It was reported that the patient experienced acute worsening pain over the last "couple days" (relative to the date of report). A manufacturer representative was requested to be present for a dye study they were performing to confirm that the catheter was patent. It was confirmed that the pump logs showed no abnormalities. Additional information was received from the healthcare provider indicated that the dye study revealed that the catheter was obstructed. It was reported that the catheter was replaced but the explanted portion would not be returned for analysis.